Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 350cc , catalog number 3501655, serial number (B)(4), lot number 5878867. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with saline mentor smooth round moderate profile 350cc breast implants and experienced bilateral capsular contracture. The surgery was an augmentation surgery, however, it is unknown if primary or reconstruction. Patient noticed hardening of the breast implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.